Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report that the subject pump has an unexplained loss of prime issue. At the time of concern, the patient developed high blood glucose reading of 400 mg/dl with moderate ketones. The patient was able correct his blood glucose reading with bolus insulin after the patient changed the infusion site/set and the cartridge. Troubleshooting indicated that the pump was able to hold prime and deliver air bolus. The cartridge was changed since the loss of prime started. There was no repeated loss of prime within 2 hours. The unexplained loss of prime was not resolved with training. This complaint is being reported because the patient had moderate ketones while on insulin pump therapy.

Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis on 08/23/2013 with the following findings: no defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A visual inspection, a fill test and a force test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.